Manufacturer narrative:
No lot number has been provided; therefore a review of the manufacturing records is not possible. Allergic reaction is identified in the adverse section of the IFU as a possible complication. Based on the event as reported and reactivity testing not being performed; no conclusion can be made at this time. Should additional information be obtain, or if a sample is requested and provided a supplemental MDR will be sent to document the results. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
As reported by the patient's allergist office, that the patient is experiencing a rash/flushing of the face about a week post implant of the bard ventralight st hernia patch. The allergist cannot define the cause of this rash and can only consider the mesh as a potential contributing factor at this time; as such she is requesting a sample piece of mesh to perform a reactivity test to rule out sensitivity to the mesh. The contact was provided with instructions on how to formally request a mesh sample for testing. To date we have not received a request to provide the product sample. Due to privacy concerns the contact did not provide patient information.